Manufacturer narrative:
One device was received. A visual inspection was able to be confirm the customer reported issue of the usb port being pushed in. The usb port was then properly seated. Additionally, the downstream occlusion (dso) seal was found to be delaminated and torn. The dso seal was replaced. All tests passed after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device's usb port was broken. No patient involvement was reported.